Event description:
It was reported the hardware came out of the seat frame of the chair. There was no adverse event or injury associated with the reported issue.

Event description:
It was reported the hardware came out of the seat frame of the chair. There was no adverse event or injury associated with the reported issue.

Manufacturer narrative:
Replacement hardware was provided to the end user and they confirmed the chair had been repaired and that there was no patient incident associated with the reported issue.